Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a nurse in the USA of patient (pt) made mistake of touch contamination and peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were reported to be ongoing. During a call with baxter customer service, the following was reported by the pd nurse (pdn): on an unreported date, the patient made a mistake of touch contamination (details not provided) which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. Concomitant therapy was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the pdn reported the pt was recovering from the peritonitis. The pdn confirmed the cause of the peritonitis was due to use error from touch contamination and not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.